Manufacturer narrative:
A thorough investigation to determine the reported failure was performed. The issue was verified in a system log review. Engineering evaluated the system logs and determined there was a communication failure with the channel board within the acquisition module. The customer¿s immediate concerns were addressed by replacing the acquisition module. A failure analysis for the suspect part was not able to be performed as it was not returned. The system has returned to service with no similar issues reported.

Event description:
It was reported the epiq 7c ultrasound system was not available during a critical open-heart surgery procedure. The system froze with an error code and another system was used to complete the procedure. There was no patient or user harmed because of the issue. The service engineer inspected the system and it passed all testing, working as intended. A system log review found the system detected fluid. The x8-2t transducer was tested and failed having 3 dead elements. Philips has started an investigation for this complaint.